Event description:
It was reported that the 9900 system was not making fluoro, the system locked up, pt info was lost and no motion from the c-arm. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the systems interface and generator interface pcbs. The system was tested and found to be working as intended and placed back into service.